Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 laser fiber was used in a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier laser console. According the complainant, during procedure, while firing the laser fiber, the fiber broke and a hole was created in the navigator sheath. The procedure was completed with another accumax 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.